Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the black box showed an unacknowledged alarm went on for 36 minutes, leading to the battery being drained. The alarm was recorded with the time and date of 10:26pm (B)(6) 2001. Multiple reboots followed the alarm. The black box showed a manual time and date change from (B)(6) 2007 10:24pm to (B)(6) 2014 09:42am, making the total daily dose history appear inaccurate. Visual inspection found that the battery compartment and battery cap were undamaged; the battery cap secure properly to the pump. The pump powered on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours on a 1unit per hour basal rate with no power interruptions occurring. The total daily dose correctly reflected 24units after the duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient did not change battery immediately when low battery alarm was emitted on (B)(6) 2014, at 7:17am. She forgot about the alarm and received a replace battery alarm at 10:26pm while she slept. When she woke up her blood glucose (bg) was reading ¿hi¿ with severe symptoms of dizziness and vomiting, ketones not checked. The pump was without power. Bg at time of the call remained ¿hi¿. Patient did not want to call health care provider (hcp) as she had given a correction with her novolog pen prior to calling. Patient denies trauma to the pump, battery cap is intact, no previous power issues. Customer support (cs) instructed patient¿s spouse to remove current battery and replace with a new lithium battery and he was able to reboot the pump and the display was visible . Cs reviewed alarm history and confirmed a low battery alarm and the replace battery alarm occurred. Since patient was sleeping and did not hear the alarm, she had received not insulin all night and woke up ¿hi¿. Cs explained power failure was due to replace battery alarm, instructed per user manual when low battery received battery should be replaced immediately. Per user manual can only guarantee 30 minutes of power after low battery alarm occurs. There is no indication of pump malfunction. This complaint is being reported because a patient experienced hyperglycemia subsequent to the use error of not addressing the low battery and replace battery alerts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient did not addressed the alarms emitted by the pump.